Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for motor drive failure. During visual evaluation, cracked bottom case along with battery cover damage was identified. During analysis, unable to duplicate any of the motor problem. The event history log was reviewed and no error which related to motor problem was identified. Based on the evidence, the complaint was not confirmed. Unable to determine the intermittent of the motor rate error. Service replaced motor assembly, gear, leadscrew and clutch halves for preventive. Service also performed preventive maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that a motor drive failure was experienced and a cracked bottom case along with battery cover.

Manufacturer narrative:
Corrected data: product code was provided.

Manufacturer narrative:
Product code was provided.